Manufacturer narrative:
Trackwise # (B)(4) corrected section h6- corrected type of investigation to "device not returned", h3- if other provide code corrected to "device not returned". Analysis of production: (3331/213/67/3221) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67/3221) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67/3221) the overall 24 month product complaint trend data for the period sept 2019 to aug 2021 was reviewed. There were no triggers identified for the review period. Device not returned: (4114/67/3221) despite request and/ or customer indicated that the device would be returned; however, no device was returned. Communication/interviews: (4111/213/67/3221) communication/interviews were performed to obtain all possible information.

Event description:
N/a

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery cutout. Added time required to wait and see if the cautery would work after a few minute rest period. Finished case using defective device after it started to work again. Cautery jaws stopped heating and the power unit stopped beeping. No patient effects.